Event description:
After receiving the nucleus cochlear implant in march of this year, this pt demonstrated no functional benefit. Results of a follow-up CT scan indicated that electrode array was placed outside the cochlea in the hypotympanum. Surgery to explant and replace the device has not yet been scheduled.